Event description:
Boston scientific received information that at the implant procedure of this right atrial (ra) lead, all measurements were within normal range however, oversensing and undersensing occured with ra pacing not observed. The physician suspected that the cause of the malfunction was the pacemaker used with this ra lead. The device was replaced and a different pacemaker was used. Pacing was observed with the new device and no other clinical observations were reported. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.